Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, h6.

Event description:
Patient later reported "bilateral silicone implants in the retroglandular/prepectoral position, presenting lobulated contours and some radial folds, but without evidence of intra- and/or extracapsular rupture", "absence of pathological enhancement after contrast and/or diffusion restriction¿ and ¿birads ii" via MRI. This record is for the right-side. Device remains implanted.

Event description:
Patient reported "grade 4 implant contracture". And later reported "bilateral silicone implants in the retroglandular/prepectoral position, presenting lobulated contours and some radial folds, but without evidence of intra- and/or extracapsular rupture", "absence of pathological enhancement after contrast and/or diffusion restriction¿ and ¿birads ii" via MRI and later reported "focal microcalcifications" and "microcysts" . This record is for the right-side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.6b., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported "grade 4 implant contracture". This record is for the right-side. Device status is unknown.